Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their primary care physician (pcp) is thinking the urinary tract infections (uti) are caused by the ins. The call center then reviewed how the system works and then the patient confirmed that the device is off. The patient said their healthcare provider (hcp) told the patient to go to the pharmacy and take 2 antibiotics for 10 days and 1 for the next 7 days. They are also going to get an ultrasound to confirm there are no kidney stones. The patient lastly added that their symptoms are being addressed by their hcp. As a result of what was reported, they were redirected to their hcp to address their issues. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their primary care physician (pcp) is thinking the urinary tract infections (uti) are caused by the ins. The call center then reviewed how the system works and then the patient confirmed that the device is off. The patient said their healthcare provider (hcp) told the patient to go to the pharmacy and take 2 antibiotics for 10 days and 1 for the next 7 days. They are also going to get an ultrasound to confirm there are no kidney stones. The patient lastly added that their symptoms are being addressed by their hcp. As a result of what was reported, they were redirected to their hcp to address their issues. They also noted that their device was turned off at this time. No device issue was reported and no further patient complications have been reported as a result of this event.